Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer biomed performed the investigation and the immediate problem when she first tried to power up the iabp was that the display stayed black and after the start-up sounds it would alarm until the iabp was turned off. The biomed was unable to perform any tests or see any error codes until the display was swapped with another iabp. The display was then visible and no error code was generated about the display. The iabp was then hooked up to a trainer and a balloon and tried to autofill and started pumping but biomed kept getting autofill failures (57, 4e and 16 0). The biomed tried several times to clear the iabp but and used two different balloons because the other three balloon pumps that we have were also all giving autofill failure alarms. To troubleshoot, the biomed performed the water condensation removal procedure just to be sure. The biomed then performed the autofill calibration test and the iabp woud pass. The biomed then performed the safety disk leak test and the iabp would pass as well as passing the k6, k6a, k7, and k8 leak tests. In addition, the biomed also performed the pneumatic performance test and the iabp would pass, but when the balloon was hooked up to the iabp and tried to start it would generate an autofill failure. There were no repairs performed. Subsequently, the getinge stm evaluated the iabp and reported that the biomed was able to reset the errors. The stm checked out the system and then performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) generated a high pitched alarm, and then powered off while still plugged in. Upon restart, the iabp alarmed with a "battery maintenance required' message, and powered off again. The iabp was replaced, tagged, and biomed was contacted. There was no patient harm and no adverse event was reported.